Event description:
After inserting catheter the nurse tried to activate the iag button to retract needle, the needle did not retract. They removed the unretracted needle from the catheter and somehow dropped the catheter which resulted in a needle stick injury to their leg.